Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and salpingitis ('fallopian tubes infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the salpingitis, urinary tract infection and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this case become serious incident. Pfs received. Reporters information added. Event: injury nos were replaced with pelvic pain female. New event:abnormal bleeding (vaginal, menorrhagia), uti, infection : fallopian tubes, migraines / headaches, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse) and plaintiff did not undergo essure confirmation test were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and salpingitis ('fallopian tubes infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the salpingitis, urinary tract infection and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received. Reporter information and onset date for the event "abnormal bleeding (vaginal,) and menorrhagia" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and salpingitis ('fallopian tubes infection/chronic salpingitis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "pregnant". The patient's medical history included abdominal pain, hydrosalpinx, paratubal cyst, migraine with aura, obesity, fibrosis, irregular periods, kidney infection, cholecystectomy, abnormal uterine bleeding and pregnancy (pregnant: (B)(6) 2005, (B)(6) 2011). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and dyspareunia had resolved and the salpingitis, pregnancy with contraceptive device, urinary tract infection and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015, (B)(6) 2015, (B)(6) 2015. Essure placement (B)(6) 2019. Also reported removal of the essure implants on (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2019: linear hyperechoic structures in the cornual regions of the uterus compatible with essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, salpingitis concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and salpingitis ('fallopian tubes infection/chronic salpingitis') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "pregnant". The patient's medical history included abdominal pain, hydrosalpinx, paratubal cyst, migraine with aura, obesity, fibrosis, irregular periods, kidney infection, cholecystectomy, abnormal uterine bleeding and pregnancy (pregnant: (B)(6) 2005, (B)(6) 2011). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), urinary tract infection ("uti"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and dyspareunia had resolved and the salpingitis, pregnancy with contraceptive device, urinary tract infection and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. The .reporter commented: discrepancy noted in date of insertion- (B)(6) 2015, (B)(6) 2015, (B)(6)2015 essure placement (B)(6) 2019. Also reported removal of the essure implants on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis- on (B)(6) 2019: linear hyperechoic structures in the cornual regions of the uterus compatible with essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, salpingitis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporter information added, case became medically confirmed medical history added. New event: pregnant was added. Reporter causality updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and salpingitis ('fallopian tubes infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,)"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved and the salpingitis, urinary tract infection and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.